Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that two days post implant the threshold measurement had increased from 0.6 volts to 1.3 volts at 0.5 ms. All other lead diagnostics were within normal limits. Auto capture was programmed on in the device and upon interrogation the device was in retry and there was intermittent loss of capture. The patient's rate dropped between 30 to 40 bpm, however the device was programmed with a lower rate limit of 60 ppm. The patient did have an intrinsic rhythm at 40 bpm, but was symptomatic when pacing at this rate. Boston scientific technical services advised the sales representative (sr) to have a chest x-ray performed on the patient to determine if there was a lead dislodgement. An email was sent to the sr in an attempt to obtain additional information.

Event description:
Additional information from the sales representative was received. He stated that the x-ray did not show a dislodgement, however micro-dislodgement is still a possibility. There is a concern over possible exit block, however no asystole was noted. The patient was dizzy but did not experience syncope. The device was reprogrammed at higher outputs due to the increased thershold measurements. The physician will re-evaluate the patient at the next follow-up visit.

Event description:
Three and a half weeks later the patient presented to the emergency room with complaints of dizziness. A 12-lead electrocardiogram revealed a ventricular escape rhythm with rate in 30 bpm range. Ventricular loss of capture was confirmed and low impedance measurements were noted on the right ventricular (rv) lead. The rv lead was successfully repositioned the following day. No additional adverse patient effects were reported.